Event description:
A (B)(6), female, pt, was being treated for deep vein thrombosis (dvt) in the right subclavian vein. After treatment, vessel patency was restored to approximately 40%. The distal balloon was not completely deflated when the physician began removing the catheter. Therefore, resistance was encountered. While pulling the catheter back through the introducer sheath, it separated into two pieces. The distal section remained inside the pt. Attempts to snare the distal section were unsuccessful. The pt's condition remained stable throughout. The physician decided to wait until the following day for further attempts to retrieve the distal section of the catheter. The attempt to retrieve the distal section of the catheter on the following day with a basket was also unsuccessful. Because the pt was not expected to survive the weekend (due to end stage renal failure and other co-morbidities) the physician decided to leave the distal section inside the pt.

Manufacturer narrative:
The cause of the device failure can be attributed to withdrawing the catheter with the balloons not completely deflated. The instructions for use caution the user to verify the balloons deflation prior to removal and also cautions against removing the device when resistance is encountered.